Event description:
I had two coils placed in one tube (right side) which has caused pain on that side, also the other side (left side) was confirmed still unblocked 7 months later by hsg test. I've gone three months with no period at all (which I was prescribed medication to start it again) then I had four periods in a two month time frame. I've had severe joint pain and back pain. (B)(4).

Event description:
(B)(4). I have had severe nerve pain and bells palsy in my face. I have two periods a month that are severely painful.